Event description:
It was reported that the implantable cardiac monitor exhibited loss of contact or false aystole as there is a deflection from baseline when the ECG comes back in on both tracings with the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).